Manufacturer narrative:
It was suspected that there was exposed foil coming out of the border material of the pad. However, engineering evaluation determined this to be outside debris that stuck to the pad from an unknown source. The pad met all specifications. The term cover was removed to examine for cracks in the foil, corrosion, or exposed foil. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the total ablation time was 10 minutes with an output value of 150w for 6 of the 10 minutes. During the ablation, the patient noted heat from the antenna but the procedure continued. The degree of burn and treatment were unknown. Patient information was not provided. This was previously reported as a 3rd degree burn with skin grafting, however that information was later found to be incorrect. Third degree burn information actually pertained to another existing pe.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the total ablation time was 10 minutes with an output value of 150w for 6 of the 10 minutes. During the ablation, the patient noted heat from the antenna but the procedure continued. A 3rd degree burn on the patient at the site of the edge of the antenna was noted post-surgically. Skin grafting was required. Patient information was not provided.

Manufacturer narrative:
The incident device was received and foil was found to be sticking out of the border of the pad. The pad was sent to engineering for further evaluation. When the device evaluation is complete a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the total ablation time was 10 minutes with an output value of 150w for 6 of the 10 minutes. During the ablation, the patient noted heat from the antenna but the procedure continued. The degree of burn and treatment were unknown. Patient information was not provided. This was previously reported as a 3rd degree burn with skin grafting, however that information was later found to be incorrect. Third degree burn information actually pertained to another existing pe.